Event description:
As reported by the legal brief, on or about (B)(6) 2011, patient underwent a left total knee arthroplasty due to osteoarthritis in his left knee. During the procedure. Subsequently, on or about (B)(6) 2012, patient underwent a right total knee arthroplasty due to osteoarthritis in his right knee. On or about (B)(6) 2018, patient underwent a left knee revision surgery due to a failed left total knee arthroplasty. Surgeon dictated in his operative pathology finding that "the patient had significant polyethylene wear on the tibial surface." Moreover, surgeon indicated "there was gross osteolytic debris. The tibial baseplate was easily extracted and frankly loose. The femoral component, although well fixated, upon removal, there was a significant osteolytic non-contained cavitary defect that extended into the posterior condyle." Surgeon revised the exactech components of the patient's left knee implant and implanted a competitors components.

Manufacturer narrative:
Concomitant products: optetrak asy,cr cemented femoral, sz 3 (cat# 230-02-03 / serial# (B)(4)); cemented finned tib. Tra sz 3f/3t (cat# 200-04-33 / serial# (B)(4)); three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear, osteolysis and tibial loosening as stated in the legal documentation. The aseptic (non-infected tibial loosening was likely the result of an insufficient bond between the tibial tray and the bone and/or patient-related conditions. However, this cannot be confirmed as the devices were not returned for evaluation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contribution of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation and no images or radiographs were provided.